Event description:
It was reported that while using bd difco¿ gelatin that there was biological contamination. The following information was provided by the initial reporter: this is a report about foreign matter. Black fm was found in the package of label number 00006 during dissolution. Identification analysis suggested that it consisted mainly of protein (possibly gelatin not removed) and carbon-based materials (activated charcoal, carbonized organic matter, soot, etc.). Another black fm from the same package was identified as metallic powder, mainly iron, or its oxide. Fm was also found during powder weighing. * pale blue small lumps (found in package #6000). Identification analysis revealed that it consisted mainly of citrate (presumed to be mainly sodium salt) and agar, and was presumed to contain fluoropolymer. * blue-green fm (found in package #5000). Identification analysis indicated that it consisted mainly of water-soluble nitrogen-containing compounds and agar, and was thought to contain protein and fluoropolymer. * black fm (found in packages #00005, #00006). The results of the identification analysis indicated that it consisted mainly of protein and was considered to contain stainless steel metal fines or their oxides.

Manufacturer narrative:
H.6. Investigation summary: this memo is to summarize findings on the complaint related to bottle gelatin 500g, catalog number 214340, batch 2143804 for presence of foreign material. Components are milled and blended (where required) and dispensed into containers. Following qc release, and based upon inventory demand, final packaging operations occurs, which include dispensing into and labeling of final configurations, followed by transport to the distribution center. The complaint investigation included a review of the batch history record. The batch history record review indicated no discrepancies. All release testing was satisfactory. Release testing consists of dehydrated medium appearance, solubility, solution appearance, and growth performance with organisms specified on the bd certificate of analysis. The complaint trends were reviewed for a period covering 12 months. During that time, there have been no other confirmed complaints on this product for the defect in question. Eleven photos were received in lieu of returns. Several photos depict microscopic views of particles. One photo appears to be a small dark impurity circled in red suspended in the gelatin. Retention samples from the complaint lots were tested for powder and prepared solution appearances against a reference lot of gelatin. Satisfactory powder appearance is light beige, free flowing, and homogeneous. Reference and retentions were light beige, free flowing, and homogeneous. No impurities were observed. The samples were prepared as a 12% solution. Flasks were placed at 50-55°c in a waterbath to dissolve the gelatin. Solutions were autoclaved at 121°c for 15 minutes and cooled in a waterbath at 45-50°c. Solution appearance was noted. Satisfactory solution appearance is light amber, clear to opalescent, may have a slight precipitate. Reference and retentions were satisfactory; light amber, opalescent, with no significant precipitate. No dark impurities were observed in the flasks. The retentions were comparable to the reference. The customer stated that the foreign material found in their sample was further characterized as protein and organic matter, metallic particles, citrate, and fluoropolymers. As the gelatin ingredient in this formulation is derived from biological materials, any minute insoluble particles attributed to these sources would be considered inherent. Bd was unable to replicate the dark impurities observed by the customer in retention samples. This complaint cannot be confirmed.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported that while using bd difco¿ gelatin that there was biological contamination. The following information was provided by the initial reporter: this is a report about foreign matter. Black fm was found in the package of label number 00006 during dissolution. Identification analysis suggested that it consisted mainly of protein (possibly gelatin not removed) and carbon-based materials (activated charcoal, carbonized organic matter, soot, etc.). Another black fm from the same package was identified as metallic powder, mainly iron, or its oxide. Fm was also found during powder weighing. Pale blue small lumps (found in package #6000). Identification analysis revealed that it consisted mainly of citrate (presumed to be mainly sodium salt) and agar, and was presumed to contain fluoropolymer. Blue-green fm (found in package #5000). Identification analysis indicated that it consisted mainly of water-soluble nitrogen-containing compounds and agar, and was thought to contain protein and fluoropolymer. Black fm (found in packages #00005, #00006). The results of the identification analysis indicated that it consisted mainly of protein and was considered to contain stainless steel metal fines or their oxides.